Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller reported they were intra op for a replacement of pt's ins and was attempting to run an impedance check to determine if the leads need to be replaced as well. Caller stated that electrodes 8-15 displayed values of 10,000> ohms at 0.70v amplitude. Caller confirmed the ins reached eos about 2 months ago and stated the ins was last interrogated about 6 months ago. Caller mentioned they ran an impedance check at 3.0v and the tablet displayed "good and out of range and less than 150 and 40,000>" but did not display any electrode values. Tss reviewed information and recommended connecting the intellis ins to run an impedance check and decide how to proceed accordingly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a160 serial# (B)(6) implanted: (B)(6) 2013 product type lead. Product ID 977a160 serial# (B)(6) implanted: (B)(6) 2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the rep on (B)(6) 2022. The rep reported that the leads were not replaced, and the cause of the high impedances was not determined. Actions/interventions taken to resolve the high impedance values were the 8-15 leads completely out with red unconnected electrodes. The ipg was replaced with the 8-15 lead not showing any electrode connection with the new ipg. The patient's weight is unknown and the device location is unknown but will not be returned for analysis. Patient reported on (B)(6) 2022 that they should have had their ins changed "months ago" because their previous ins died and they've been in pain ever since (without a working ins). Patient previously reported eos.